Event description:
Covidien 60 reinforced intelligent tristapler reload misfired causing atrium tissue to rip through staple line causing a hole created by misfired reinforced stapler. Mid third of staple did not fire. Distal third, last 1 cm of staple did not deploy even after the reinforced tissue was cut.